Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2017). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that seven years post port placement procedure, the device allegedly had suction issue and infusion was difficult. It was further reported that the catheter allegedly formed a loop was found in the x-ray image. Reportedly, the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port attached to a catheter in two segments were received for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A complete diagonal break was noted on the distal end of the attached catheter. A complete diagonal break was noted on the proximal end of the distal catheter segment. The surfaces were noted to be glossy with striations and residue throughout. Upon functional evaluation, the port body was patent to both infusion and aspiration without issue. The distal catheter segment was patent to both infusion and aspiration without issue. Therefore, the investigation has been kept inconclusive as the exact circumstances cannot be replicated. A definitive root cause for the reported event could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 10/2017), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that seven years post port placement, the device allegedly had suction issue and infusion was difficult. It was further reported that the catheter was allegedly found to be formed a loop in the x-ray images. Reportedly, the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port attached to a catheter in two segments were received for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A complete diagonal break was noted on the distal end of the attached catheter. A complete diagonal break was noted on the proximal end of the distal catheter segment. The surfaces were noted to be glossy with striations and residue throughout. Upon functional evaluation, the port body was patent to both infusion and aspiration without issue. The distal catheter segment was patent to both infusion and aspiration without issue. Therefore, the investigation is inconclusive for the reported suction, difficult to flush and material twist or bent issue as the exact circumstances cannot be replicated. A definitive root cause for the reported event could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiry date: 10/2017). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven years post port placement, the device allegedly had suction issue and infusion was difficult. It was further reported that the catheter was allegedly found to be formed a loop in the x-ray images. Reportedly, the port system was removed. There was no reported patient injury.